Event description:
The facility's technician reported a fail code 810:04, which occurred during biomed testing. Additional contact information was requested but no add'l contact was identified. The technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.